Event description:
It was reported that during set-up of the device for the cardiopulmonary bypass procedure, the oxygen (o2) sensor would not calibrate on the electronic patient gas system (epgs). A "calibration error" message was observed. The patient was in the room, but had not yet been put under anesthesia when the issue occurred. The case was delayed long enough to change out the entire perfusion system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(6) 2013: according to the perfusionist (ccp), this occurred on (B)(6) 2013. The perfusion circuit was set-up and partially primed, when the ccp attempted to calibrate the epgs module. The calibration failed and the ccp claims he experienced a low fio2 alarm with audible tone. He had the hospital biomed department check the air and oxygen lines in the operating room and they seemed to be functioning. In spite of this the low fio2 alarm could not be silenced. Since the cardiovascular (cv) surgeon had not arrived in the operating room yet, the ccp elected to move all of his cardiopulmonary bypass (cpb) circuit disposables to their back-up system-1. Troubleshooting and moving devices to the back-up system took about thirty minutes. The cv surgeon had not arrived in the operating room during this time, so the ccp claims the surgical procedure was not delayed. The patient was in the operating room, but was not anesthetized since the cv surgeon was not yet available. According to the ccp, the patient was in no clinical distress. The procedure was completed successfully with no associated blood loss and no harm was observed. The o2 sensor was expected to need service.